Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set medical device type: fpa. Investigation summary: approximately 178 customer samples were received for evaluation. 10 of the samples were subjected to functional testing and the customer's indicated failure mode of insufficient blood flow was not observed as all test results were within specification limits. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer reported failure mode with the customer sample test results. Bd was unable to determine the root cause of the customer's alleged failure of insufficient blood flow.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was insufficient blood flow through the device when used in combination with citrate or ctad tube. This event occurred 2 times. The following information was provided by the initial reporter. It was reported "blood stops flowing halfway through tubing. Two phlebotomist have this occur with different patients."